Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found that the instrument was chipped along the edges. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Items are worn.